Event description:
It was reported that the handpiece overheated prior to a case. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported was duplicated. Upon disassembly the driveshaft, driveshaft bearings, and the rotor had corrosion build up on them. The corrosion in the bearings caused friction during rotation resulting in the observed heat. The handpiece was repaired and the device was returned to the customer.